Event description:
This event is from a literature review that compared patients undergoing transfemoral transcatheter aortic valve replacement using either a manta plug-based vascular closure device or a proglide suture-based vascular closure device. Some complications associated with the proglide device were device failures that resulted in longer hospital stay, bleeding and vascular complications. Manta was associated with a shorter length of stay and lower risk of device failure following large-bore arteriotomy procedures without differences in bleeding, or vascular complications than proglide devices. Specific patient information is documented as unknown. Details are listed in the attached article, titled "manta versus suture-based closure devices following transcatheter aortic valve replacement: an updated meta-analysis¿. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Estimated date of event. Literature attachment: article title "manta versus suture-based closure devices following transcatheter aortic valve replacement: an updated meta-analysis".

Manufacturer narrative:
The devices were not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. A definitive cause for the reported unspecified failure mode could not be determined. Based on the case information, a conclusive cause for the reported patient effect of hemorrhage and the relationship to the product, if any, cannot be determined. The patient effect of hemorrhage is listed in the electronic perclose proglide instructions for use as potential adverse events of use of the device. The treatment of unexpected medical intervention was related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.